Event description:
It was reported that the patient complained of having four fainting episodes since the device was implanted. The device was checked recently, and the patient was told the device was functioning normally. The patient indicated having 'nothing but problems with the device.' Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.